Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid right coronary artery that had no tortuosity or calcification. After predilatation was performed, the 3.0x23 mm xience xpedition stent delivery system (sds) was positioned at the lesion; however, during inflation, leakage was observed when inflation reached 12 atmospheres. The stent was expanded and released at the target lesion so the sds catheter was withdrawn. Post-dilatation was performed with a new balloon catheter. No adverse patient effects or clinically significant delay in the procedure were reported.

Manufacturer narrative:
(B)(4). The device was initially reported as returning, but has now been reported as not returning. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for balloon ruptures from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.